Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during a food bolus delivery. Customer's blood glucose (bg) level was 68 mg/dl. The customer addressed their carbohydrate consumption and bg level with a correction bolus and consuming food. It was indicated that the customer was able to load a cartridge successfully, and resume insulin therapy.